Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device has tag from the floor that read treatment time not decreasing. Walked through verifying settings that denote when the timer begins. Explained the device might be set to have the countdown begin once the patient meets targeted temperature (tt) and that would explain the reason the timer was not decreasing. Advised to have the nurses call at the time they notice the issue and could walk them through the settings next time so that they did not tag the device and set aside.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was not returned. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the arctic sun device has tag from the floor that read treatment time not decreasing. Walked through verifying settings that denote when the timer begins. Explained the device might be set to have the countdown begin once the patient meets targeted temperature (tt) and that would explain the reason the timer was not decreasing. Advised to have the nurses call at the time they notice the issue and could walk them through the settings next time so that they did not tag the device and set aside.